Event description:
A report was received from the study indicating that in 2007 an angiography results revealed a 99% stenosis on mid circumflex and 90% stenosis on distal circumflex. The lesions were implanted with two cypher select stents; a 3.5x18mm cypher select at the mid circumflex and a 2.50x33mm cypher select stent at the distal circumflex. Approximately six months later during follow up angiography, 90% restenosis was noted proximal to the distal edge of the stent implanted at the distal circumflex. The restenosis was treated with implantation of another 2.50x13mm cypher select stent via direct stenting and overlapping the previously implanted cypher stent. The event was resolved and the patient was discharged.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.